Manufacturer narrative:
Additional information will be provided once investigation is complete.

Event description:
It was reported that during a colonoscopy the doctor had removed the gall bladder and began to cauterize when allegedly the tip of the device melted. There were no adverse consequences to the patient and another probe was used successfully to complete the procedure.